Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that device was sent in for repair for channel error. Although requested, additional information was not provided. There was no patient involvement.

Event description:
It was reported that device was sent in for repair for channel error. Although requested, additional information was not provided. There was no patient involvement.

Manufacturer narrative:
Device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 11/04/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.